Event description:
It was reported that during an eval conducted by a MFR field service tech, exposed wires were observed on the rover's power cord. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
A MFR field service tech was dispatched to the user facility to evaluate the device. Visual inspection confirmed that the power cord was damaged, which exposed bare wires. The cause of the damage is unk, but may be the result of mishandling. The unit was repaired and returned to use.